Manufacturer narrative:
Olympus keymed have decided to raise this MDR report in an abundance of caution and also send an advisory note to all ofp flushing pump users of the consequence of using the pump outside of its intended use.

Event description:
No adverse event has been reported to keymed ltd, and there has been no device malfunction of a keymed ltd product. This report is submitted in an abundance of caution. The olympus keymed ofp-2 flushing pump is a peristaltic pump which has been designed to be used with olympus tube sets (the maj-1608 auxiliary water channel tube/ maj-855 auxiliary water tube) and olympus gastrointestinal/colon/ultrasound endoscopes to facilitate washing of tissues to remove blood, faeces and other organic matter, enabling improved visualisation, diagnosis and therapy during endoscopic procedures. The maj-855 auxiliary water tube comprises a one way (back flow) valve so that water can only flow from the water container to the endoscope. Following an adverse event at the (B)(6) hosp in the (B)(6), where it was reported that the luer connector of the maj-855 auxiliary water tube, which incorporates a one way valve, was 'replaced with a homemade stainless steel copy without a one way valve'. This configuration allowed fluid to flow back into the sterile water container. The outcome was potential cross contamination and the hosp recalled 1800 pts. Olympus keymed have been informed that another hosp in the (B)(6) ((B)(6) hosp) are using an olympus ofp-2 flushing pump, with pentax endoscopes and unspecified non-olympus tubing which does not contain a one way valve. We have been advised that the (B)(6) hosp has performed a risk analysis and based on the results has decided not to recall pts. Having received info that two different hospitals within one market are not using the ofp-2 flushing pump system in accordance with the instructions for use ie. Adulterated the maj-855 tubing and removing the 'one way' valve protection, it is possible that other facilities may also have inappropriately modified/removed the maj-855 tubing leading to potential backflow of fluid and pt cross infection.